Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A review of the lot record was conducted with no relevant findings. This report is the final report being submitted by vasorum unless otherwise requested by the FDA. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up.

Event description:
It was reported that a 7f celt closure device was used following an antegrade peripheral vascular procedure in the patient's leg. It was perceived that it had worked correctly but on ejection of the implant, bleeding was noticed. Manual compression and a pressure dressing were applied to achieve haemostasis. An x-ray was also performed which confirmed that the celt implant has migrated to the junction between the superficial femoral artery and the profunda femoral artery. An ultrasound was performed which confirmed that there was flow going beyond the implant and it was elected to leave it in place as it was not flow occlusive. The initial pressure dressing which was applied after the embolization was removed for the ultrasound. This was not replaced and a hematoma developed which was resolved with 20 minutes of manual pressure. The patient was discharged the same day with no further incident. A week after the event the patient returned for a scheduled follow-up visit and had no symptoms of ischemia or vessel occlusion. There was no requirement for further medical intervention.